Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Access was obtained with a contralateral approach. The 90% stenosed lesion being treated was located in the moderately tortuous superficial femoral artery (sfa). The physician placed the 5.0x40/135 sterling balloon. During the 1st inflation to 6atms, the balloon ruptured. The balloon was removed intact. The procedure was completed with another 5.0x40/135 sterling balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).